Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (1) pcu device would not turn on due to battery issues. Upon inspection biomed noted a crack front case, the battery was replaced with no further issues. The customer stated that there was no patient involvement.